Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received questionable glucose results for one patient with the accu-chek inform ii meter serial number (B)(4). At 2:49 pm the result was 41 mg/dl. At 2:50 pm the result was 79 mg/dl. At 2:51 pm the result was 99 mg/dl. The patient stated that they did not feel well and was treated with crackers and peanut butter. The patient was not harmed and there was no allegation of an adverse event. The qc was acceptable at 2:25 am and 2:26 am. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.